Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl with an unknown cause. Bg was treated by changing out the cartridge and infusion set and delivering manual injections. The customer was instructed to consult with the healthcare provider regarding bg level.